Event description:
It was reported that various spectrum pumps have stated that an infusion was running, but no liquid was being infused. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation, and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will submitted.